Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited undersensing resulting in false pause episode. No changes or interventions were reported; the icm will continue to be monitored. There were no patient consequences.